Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported failure. Upon evaluation of the device, physio-control observed internal electrical leakage that has the potential to deplete the internal hybrid layer capacitor (hlc) batteries, which could inhibit the device's ability to provide defibrillation therapy, if necessary. In addition to the observed leakage, the device could not power on.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. The cause of the reported failure was determined to be electrically leaky filters, designators fl9, fl10 and fl11 from the analog pcb assembly. The leaky filters depleted the internal hlc batteries. The customer received a replacement device.